Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 19, 2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a routine inspection, it was observed that the bottom trigger was sticking on the battery handpiece/modular device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that there is debris present in the trigger mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.